Event description:
The customer reported that an infusion was set to deliver over 45 minutes, however the device alarmed after 15 minutes and the user noted that the complete infusion had been delivered. No patient injury reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected devices have not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.